Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that the insulin pump alarmed compromised force sensor system during changing infusion set. The patient¿s blood glucose level was 140 mg/dl at the time of the incident. The customer stated that the drive support cap appears was sticking out. The device is not expected to be returned for analysis.